Manufacturer narrative:
Concomitant medical products: unknown stem, pn unknown, ln unknown, unknown taper, pn unknown, ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2019-00224, 0001825034-2019-00223. Complaint sample was evaluated and the reported event was not confirmed.device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent revision 6 years post initial hip arthroplasty due to pain. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). Medical devices: item # unknown , unknown stem lot# unknown, item # unknown , unknown cup lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11277, 0001825034 - 2018 - 11276.

Event description:
It was reported that patient underwent revision 6 years post initial hip arthroplasty due to pain and elevated ion levels. Attempts were made to obtain additional information; however, none was available.